Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the suction channel buckled, the u/d knob leakage, the objective lens unit scratched, the air/water nozzle loosened, the junction case loosened, the bending rubber worn out, the ccd signal wire worn out, and the insertion flexible tube (ift) lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "(B)(4) (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.